Event description:
According to the reporter, during an open jejunal resection, on two devices, the device did not fire normally. To complete the case, a new device was used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot p4e1096s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.